Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was unable to duplicate the reported condition. The se replaced the o2 sensor as a precaution. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the oxygen (o2) sensor on a 980 ventilator failed calibration. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The oxygen sensor was returned for evaluation. Investigation was performed on the returned component and the reported condition was confirmed.